Event description:
On 7/29/2002, the MFR (MFR.) Recieved medwatch from the facility. Several attempts via telephone and written communication have been made to acquire return of the device and/or additional info; however, the attempts have been unsuccessful to date. No further details are available at this time.